Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cart would not turn on. The power inlet module was replaced as it looked burnt. This resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported during cleaning that the power inlet module had failed. No burning or charring was found. Power inlet module would not power on the cart. No burn marks were found externally on the unit but were found on internal electrical components in the power inlet module. During the investigation, it was discovered that the power inlet module looked burnt. No adverse events were reported as a result of this malfunction.